Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v into the patient's eye and the lens tore. The lens was removed and replaced with another model lens with no patient injury.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens has no visible damage. There is clear surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.